Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the hcp had difficulty accessing the pump due to deep placement; he tried multiple times. The office did not have access to x-ray ;they would make one available and rescheduled the fill for (B)(6) 2020. It was noted that the pump was moving around and the hcp questioned a flipped pump; the hcp may send the patient for pocket revision either way after fill. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was flipped and confirmed by the doctor via x-ray. The patient was awaiting appointment with a surgeon for a pocket revision at this time. It was noted there should not be anything to return as it would just be a pocket revision. There was no date of surgery yet. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sections adverse event or product problem, outcomes attributed to adverse event and h1 have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the cause of the pump movement was not determined. The physician was unable to refill the patient on (B)(6) 2020. The patient was being sent to a surgeon for surgery. The pump flip was confirmed with x-ray on (B)(6) 2020 when they were unable to fill. The issue was unresolved, as of (B)(6) 2020. It was confirmed the information provided had been confirmed with the physician.